Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 500-600 mg/dl. Her normal blood glucose range is 60-150 mg/dl. She treated elevated blood glucose by injecting insulin via pen. She noticed insulin was leaking from her infusion site and found the cannula was bent. There is no scar tissue at the site. She stated insulin was pooling and not being absorbed. She normally changes the headset every 3 days, the infusion tubing every 6 days, and the insulin cartridge every week and a half. She was advised to change the cartridge every 6 days. She stated, she has been changing the infusion sets more often due to elevated blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.